Manufacturer narrative:
(B)(4).

Event description:
Pentax medical became aware of a report on (B)(6) 2019 stating pentax medical video duodenoscope, model ed-3490tk, serial number (B)(4), yielded a high concern bacterium after sampling performed on (B)(6) 2019. The sampling performed on (B)(6) 2019 identified 18 colony forming units(cfu) as comprising of the following 5 isolates: 1 - positive cocci - kytococcus schroeteri, 2 - positive cocci - staphylococcus haemolyticus, 3 - positive cocci - staphylococcis lugdunensis, 4 - positive rods - paenibacillus species, 5 - positive cocci - micrococcus luteus/ m. Yunnanensis. Study number: 1231743. The long term loaner duodenoscope was received by pentax medical for evaluation on (B)(6) 2019. The duodenoscope was inspected by pentax medical service on (B)(6) 2019 and the following inspection findings were documented: distal cap/ case cracked, distal cap - fixed type passed epoxy seal integrity inspection, passed wet leak test, passed dry leak test, fluid invasion not observed in pve connector, fluid invasion not observed in control body. A device history record(DHR) was previously performed on (B)(6) 2019 under form number ivai-19-090007. The DHR review confirmed the endoscope was manufactured on 10-jul-2015 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed for (B)(6) 2015. Pentax medical video duodenoscope, model ed-3490tk, serial number (B)(4), has been routinely serviced at pentax facility since the device was put into service on (B)(6) 2015. The video duodenoscope is awaiting repaired and organic resampling as of (B)(6) 2019.